Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from fasting result obtained that morning of lo. The customer¿s expected am fasting blood glucose test result range is 106-113 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/30/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned, product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 13-mar-2025 to ensure the customer¿s initial concern was resolved, the customer is comfortable with the replacement products.

Manufacturer narrative:
Sections with additional information as of 17-apr-2025: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: lo. No defect found on returned meter. Root cause: rc-061: storage outside specifications.